Event description:
Caller reported a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms, and as a resolution, agreed to replace the customer's pump.